Event description:
It was reported the patient had a urinary tract infection. This was indicated to be a worsening or exacerbation of a pre-existing condition. The patient also experienced burning with voiding. No frequency and no odor from the urine were noted. The patient was given macrobin for 7 days and the event resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient . Product ID: 3889-28, lot# v673560, implanted: 2011-04-21 product type: lead. (B)(4).